Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was partially capped. Additional information obtained from the field which indicated that the patient had a chronic right ventricular (rv) pace sense lead and the physician chose to use that chronic pace sense lead to function as the pace sense lead for the new device. No additional adverse patient effects were reported.